Event description:
It was reported that the ilet displayed an impending dosing stop due to loss of cgm data after a new dexcom g7 sensor was connected, and the alarm history indicated the sensor was reconnecting while the dexcom app showed 209 mg/dl and a contemporaneous fingerstick measured 294 mg/dl; after readings resumed on the ilet, the user entered the fingerstick value to calibrate the sensor and dosing continued. Symptoms included hyperglycemia as evidenced by the elevated capillary glucose reading. Outcomes included transient interruption risk to automated insulin dosing that was resolved through user calibration and restoration of cgm signal to the ilet. Investigation included troubleshooting and user education to review alarm history, verify cgm status, perform a fingerstick comparison, and calibrate the sensor via the pump. Investigation of this case revealed cgm signal loss to the ilet only with sensor reconnection, along with a discrepancy between sensor and fingerstick glucose that was corrected through calibration. It was concluded that the event was consistent with intermittent cgm communication loss and sensor inaccuracy relative to fingerstick that was addressed by calibration and did not require medical intervention.